Manufacturer narrative:
(B)(4).

Event description:
((B)(4)). The dentist reported 4 months after the dental implant was installed in the pt's mouth, it was verified its loss of osseointegration; 35 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type ii. The pt presented infection.